Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) was positioned and a 31mm watchman flx laa closure device & delivery system (wds) were used. After crossing the septum with the anterior curve was, the 31mm device was inserted via the was. Before deployment, thrombus was noted on the was on the side of the right atrium. The act was 292. The 31mm device was successfully deployed, and the sheath was removed from the left atrium to the right atrium. The thrombus was no longer visualized. The patient awoke with no neurological deficits based on the neuro assessment performed by the team. The patient has recovered and has been discharged.